Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, escherica coli is misidentified as enterobacter cloaches and cytobacter. There have been 7 incorrect identifications out of one 30. No patient impact reported. The following information was provided by the initial reporter: "the customer reports 7 incorrect identifications out of one 30. The samples are confirmed on maldi and give different results: entrobacter cloaches and cytobacter instead of escherica coli. Pn 448794 nmic402 lot. 2256459, pn 448873 nmic403 2263159, broth lots ID p:n 246001, lot 2349940, broth ast 246003 lot 2271298. Plates 254078."

Manufacturer narrative:
H.6 investigation summary a failure for mis-identification was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer called to report that the instrument identified 7 out of 30 isolates incorrectly. This issue was escalated to our global expert who reviewed instrument log files and determined there were no instrument issues, therefore this is an unconfirmed failure of a bd product. The root cause is unknown at this time. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results did breach an alert level trend in the month of (B)(6) 2023. An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, escherica coli is misidentified as enterobacter cloaches and cytobacter. There have been 7 incorrect identifications out of one 30. No patient impact reported. The following information was provided by the initial reporter: "the customer reports 7 incorrect identifications out of one 30. The samples are confirmed on maldi and give different results: entrobacter cloaches and cytobacter instead of escherica coli. Pn 448794 nmic402 lot. 2256459, pn 448873 nmic403 2263159, broth lots ID p:n 246001, lot 2349940, broth ast 246003 lot 2271298. Plates 254078."